Manufacturer narrative:
This supplemental report is being submitted to report additional information. The content of this complaint was reviewed by the original equipment manufacturer (OEM). The OEM reported that the cause of the report event was not specifically identified, since the device did not return for the investigation. This is the first complaint of its kind for ¿resistance to withdraw the instrument during the procedure.¿ the OEM reported that the most likely cause of the reported event is the instrument being quickly withdrew from the endoscope might have caused the blood and mucus scatter.

Manufacturer narrative:
(B)(4). The mentioned device was not returned to the service center for evaluation. Olympus followed up with the user facility to request the returned of the mentioned device and/or unused product from this lot and was informed that the product will not be returned. The cause of the reported event cannot be determine at this time.

Event description:
The service center was informed that during an unspecified procedure, that the patient's sample fell from the forceps into the scope¿s biopsy valve. The user facility¿s staff member removed the biopsy valve to retain the sample and was splashed in the eye with bioburden. The staff member was wearing protective eyewear when the incident occurred. Both the patient and the facility¿s staff member were blood panel tested. The staff member was placed on prophylactics as a precautionary measure, while test results were pending. The patient and staff member¿s blood test were negative for any cross contamination. In addition, the user facility reported that there has been a common observation when using this device that the physician has been unable to retain patient samples while transferring tissue samples from the scope to a collection receptacle. The user facility believes that there may be an issue with the grasp of the device.